Event description:
Hcp reports device explanted due to infection. Hcp reports pt presented in 2006 with signs of infection including redness, swelling, drainage, pain and pocket erosion. The pt did not have meningitis. The primary location of the infection was the lead track. A culture was obtained of the ipg device pocket which produced gram positive cocci. The pt was treated with oral antibiotics and device explantation. The infection remains ongoing. The device was explanted, but not returned to the manufacturer for analysis.